Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail reusable 230um laser fiber was used in a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6), 2019. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber broke near the fiber connector and exploded upon activating the laser and while the fiber body was inside the working channel of the scope. A second lighttrail reusable 230um laser fiber was used and the fiber body broke within the working channel of the scope. Reportedly, there were no fiber fragments that fell inside the patient and there was no injury to the user. The procedure was completed with a third a lighttrail reusable 230um laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. The patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address (B)(6) block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results one lighttrail reusable 230um laser fiber was returned broken with only one piece returned. The piece measured approximately 299.6 cm from the top of the connector to the break and had a kink.. Functional analysis revealed that when the fiber was connected to the auriga laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The console stated "applicator has been used zero times," confirming that the device had not been used. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Block h11: block b3 (date of event) and b5 updated for clarity.

Manufacturer narrative:
Initial reporter address (B)(6). Problem code 1069 captures the reportable event of fiber broke. Investigation results: one lighttrail reusable 230um laser fiber was returned broken with only one piece returned. The piece measured approximately 299.6 cm from the top of the connector to the break and had a kink. Functional analysis revealed that when the fiber was connected to the auriga laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The console stated "applicator has been used zero times," confirming that the device had not been used. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation on september 23, 2019 that a lighttrail reusable 230um laser fiber was used in a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber broke near the fiber connector and exploded upon activating the laser and while the fiber body was inside the working channel of the scope. A second lighttrail reusable 230um laser fiber was used and the fiber body broke within the working channel of the scope. Reportedly, there were no fiber fragments that fell inside the patient and there was no injury to the user. The procedure was completed with a third a lighttrail reusable 230um laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. The patient condition after the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail reusable 230um laser fiber was used in a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure, the laser fiber broke near the fiber connector and exploded upon activating the laser and while the fiber body was inside the working channel of the scope. A second lighttrail reusable 230um laser fiber was used and the fiber body broke within the working channel of the scope. Reportedly, there were no fiber fragments that fell inside the patient and there was no injury to the user. The procedure was completed with a third a lighttrail reusable 230um laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. The patient condition after the procedure was reported to be stable.